Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the site could not track a microscope probe. It was reported that the tracking details window of the navigation system did not show the instrument. Covering the tracking spheres individually, turning off intra-operative lights in the operating room (or) and changing the spheres did not restore functionality. It was noted that a passive planar blunt probe tracked without issue. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.